Event description:
Information received from the field notes that one day post- implant, measured data showed no values for the voltage, current, charge and lead impedance. When the device was programmed to unipolar, it resulted in diaphragmatic stimu- lation and made the patient uncomfortable.